Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were scratches on her insulin pump screen from hitting the device on the door and bumping into objects. The patient's blood glucose at the time of incident is unknown. The customer stated that the screen was difficult to read; she had difficulty reading the numbers. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.